Event description:
It was reported that the patient¿s heart rate was in supra ventricular tachycardia (svt) at 180 bpm, yet the implantable cardioverter defibrillator (ICD) device did not pick up on the detection. The clinician felt the device was not functioning as expected. The device was not pacing with the patient rate in 58 bpm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).